Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator has no oxygen error and the unit gave a high oxygen alarm. The customer reported that there were no codes at the time the situation was reported. The customer saw the following codes of high oxygen supply pressure in the diagnostics log (drpt). The customer reported there was no patient involvement.

Manufacturer narrative:
Additional information: this complaint is associated to MFR. Report # 2031642-2016-02039. Device evaluation: biomed cannot duplicate the reported complaint of unit alarmed no o2 available. Before testing, biomed had disconnected the transport kit manifold. The manufacture¿s technical support (ts) advised biomed to check the event log for a high o2 pressure alarm at the time of the no o2 available alarm. Biomed verified that the pressure on the tank in use was turned up. Ts advised biomed to perform a full performance verification test (pvt) before placing into service. Resolution and disposition: no parts were replaced due to biomed could not duplicate the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: root cause could not be determined due to biomed could not duplicate the reported problem.

Event description:
The respiratory therapist reported that during testing, the unit alarmed no o2 available. The customer reported there was no patient involvement.